Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a rupture on the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, siltex cracking was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: left breast capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient who underwent an unspecified breast surgery with a mentor memorygel breast implant 400cc gel breast prostheses developed capsular contracture (baker grade unknown) in her left breast post implantation. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2022. During explant surgery, it was observed that the both removed breast prostheses had ruptured. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2022-11251 for the report for the patient¿s left breast prosthesis.